Event description:
The customer contacted reported the silicone sleeve of the clave port remained in the depressed position. The customer contact reported the male adapter of an unspecified primary tubing set was connected to the removable clave port of the extension tubing set and was being used to deliver an unspecified medication, at an unspecified rate, via a pump. After an unspecified length of time, the customer contact reported the pump was reportedly reading occluded. It was reported the peripheral IV was patent, however, the silicone sleeve of the removable clave port of the extension tubing set was noted to be in the depressed position. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.